Event description:
The customer reported that the tidal volume was set at 600 ml and exhaled volume was measured greater than 2000ml. No pt injury reported. Respironics service tech inspected the unit and found that the check valve cv4 was separted at the hinge. Cv2 and cv3 check valves were also replaced with the new design check valves.